Manufacturer narrative:
The customer reported that the system encountered a non-conforming fluidics function during a procedure. The surgery was completed with an alternate system. There was no patient harm reported. The company service representative examined the system and the reported event could not be replicated. Preventive maintenance (pm) was performed. The system was then tested and met all product specifications. The system was manufactured on september 28, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the infusion failed during a surgical procedure. The system was exchanged to complete the procedure. There was no harm to the patient.